Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During ivtm therapy on a patient with traumutic brain injury (tbi) for fever control, patient was successfully being managed at target ranges until the thermogard ivtm system generated an "air trap warning" alarm. The customer noticed blood-tinge backing up in start-up kit (suk) tubing, and empty1000ml saline bag. The suk and saline bag were replaced, primed and hooked to patient, blood-tinge was noticed again in the suk tubing. The customer tried to run the thermogard ivtm system a few times but was unsuccessful due to "air trap warning" alarms. The customer removed cool line catheter (lot #172802) from the patient's left subclavian vein and observed internal balloons appeared ruptured. A experienced physician attempted to insert a new cool line catheter over guidewire but was unsuccessful, as the catheter could not get to thread into the patient. Another temperature management was utilized to continue with treatment. There was no power injection, rapid transfusion, or other lines in same insertion site. It is unknown how much saline was infused into the patient. No consequences or impact to the patient. Please see the following related MFR report: MFR (B)(4) for the cool line catheter (sn (B)(4).

Manufacturer narrative:
Correction h10 to include the msa. Seems that around 1000 ml of sterile cold saline was entered the patient's vasculature. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals and should not harm a patient. The customer will benefit from additional training on how to handle suspected catheter leak. The fluid ran into the patient's vasculature is an anticipated event. Based on available information, no patient's effect was observed. The reported event is causal related to the device and procedure.